Event description:
It was reported that oversensing and artifacts with inappropriate shocks were noted. A possible conductor fracture was suspected. The lead and this ICD were explanted.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1. An amount of 36 charging cycles were recorded to the ICD's memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the ventricular as well as the farfield channel. The presence of noise led to the detection of vf episodes with corresponding shock deliveries. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified,documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular as well as the farfield channel, which led to the reported clinical event. However, a thorough analysis of the ICD proved the device to be fully functional.